Event description:
The dealer called stating that the bolt for the center seat post on the m41sr20b has allegedly sheared off. ."

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m41sr20b, serial number/date code (B)(4) is approximately 4 years 5 months old. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the center post bolt has allegedly sheared off the m41sr20b power chair. The bolt in the center seat post allegedly broke off and was still in the chair. The consumer called due to the seat rocking back and forth. The consumer has received a new power chair and the damaged product is being returned to invacare for an inspection and evaluation. No injury alleged. The malfunction has not been confirmed.